Manufacturer narrative:
H3:product analysis: evaluation determined that device has locked up and no longer rotate a drill.the likely cause of the failure is retaining ring on the output driveshaft has detached. B3:aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of loss of power and difficulty with assembly. It was reported that there was no patient impact.the repair request was escalated to a product eventon evaluation due to detachment of a component.